Event description:
A report was received that following an explant procedure six months ago, the patient has had fluid draining from his lead site incision and has gone to the ER several times to have the fluid drained. No additional information will be provided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead, 50cm. The explanted percutaneous leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the percutaneous leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.